Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported that the physician said that she had, in the past, placed a device too close to another patient's sciatic nerve and it was necessary to perform an adjustment to the positioning of the device. No further information was provided.